Event description:
It was reported that a patient presented in-clinic with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.